Event description:
The device will be explanted due to numerous short circuits identified along the electrode array. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery is scheduled for 2003. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.